Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump while being instructed to call back if the malfunction recurs.